Event description:
Dentist reported that the area around a pt's implant, where the membrane was used, was inflamed. The tissue appeared soft and sluffish. Antibiotics were administered and the membrane was ultimately removed. The dentist reported that the pt did not have an infection. The pt is reported to be fine.